Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited high capturing threshold due to lead dislodgement. The reported device was explanted and replaced on (B)(6) 2022. The patient was instable condition.

Manufacturer narrative:
The reported events of lead dislodgement and high capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing did not identify any anomalies.